Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance 2 morning in a row due to low blood glucose. On (B)(6) 2019 the customer had unknown blood glucose levels at the time of the incident. The customer was at 308 mg/dl at the time of the call. The customer was given glucose tablets and intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer received a hardware low level failures alarm during a self test but was able to clear it. Troubleshooting was completed and no other issues were found. The insulin pump will be returned for analysis.